Manufacturer narrative:
The astral device and circuit tubing were not returned to resmed for investigation. An engineering investigation was performed on multiple circuit tubes with the same failure mode. The investigation determined that the fault was due to a faulty valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
Resmed has requested the device be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device's circuit was leaking from the exhalation port which caused the device to not deliver a breath to the patient. There was no patient injury reported as a result of this incident.